Manufacturer narrative:
(B)(4).

Event description:
The associated device had two aborted episodes in the vf zone due to low shock impedance. Shock impedance < 25 ohms prior to device delivering shock therapy, thus shocks aborted, which is normal device behavior. Also noted is device is pacing at vvi lower rate of 40 with lack of sensing noted during sensing test. Patient has intrinsic hr in the 70's. Patient claims he fell on device a few days ago with noted bruising around the ICD. This lead has normal pacing impedance of 500 ohms. Device anti tachycardia therapy and pacing therapy inactivated, and a chest x-ray is to be obtained.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.